Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the interstim worked initially after implant and then stopped working; patient¿s bladder runs all the time and has to wear pads. The patient reported her kidneys and bladder run all the time, and the interstim shocked patient all the time and even decreasing to the lowest setting it still was shocking. The patient thought this was because her bladder was running all the time. The patient confirmed she has therapy turned off and was no longer getting the shocking sensation. The patient had not yet spoken to managing health care provider regarding their concerns. Event started towards the end of (B)(6). The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Event description:
Additional information was received from a patient and the patient reported that it helped until their first office visit. The patient reported that their bladder runs all the time so the shock was too much, turned clear down still could not take the shock and had not been turned on since (B)(6) 2015 (the patient was unsure of the date). The patient reported that the office visit did not cause this, they just talked about it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.